Manufacturer narrative:
Block a1: patient identifier: (B)(6). Block e1: initial reporter facility name: (B)(6) university. Block h6: device code (B)(6) captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a polaris ultra ureteral stent was used in a lithotripsy procedure in the kidney. During introduction and inside the patient, it was noticed that the stent was wrinkled and could not be pushed in. The procedure was completed with another of the same device and there were no patient complications reported.